Event description:
(B)(6) clinical trial, it was reported that subsequent to a stenting treatment procedure the patient experienced angina. The patient presented with class 2b unstable angina in (B)(6) 2010 and underwent a cardiac catheterization procedure which revealed 1 target lesion. The 85% stenosed and bifurcated lesion was located in the proximal left circumflex (lcx) artery with a reference vessel diameter of 3.00mm and a lesion length of 20mm. The lesion was predilated with an unspecified balloon and 3.00x24mm promus element stent was deployed, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2012, the subject presented with angina. Angiography was performed approximately 34 days later in (B)(6) 2012. No revascularization was performed, however medication adjustments were made with uptitration of antianginals. The event was considered resolved without residual effects and the patient was discharged later that day.

Manufacturer narrative:
(B)(4). Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).